Manufacturer narrative:
Batch review performed on 16 february 2024: lot 2118295: (B)(4) manufactured and released on 22-march-2022. Expiration date: 2027-03-06. No anomalies found related to the problem. To date, (B)(4) of the same lot have been sold without any similar reported event during the period of review. Additional implant involved, batch review performed on 16 february 2024: liner: mpact 01.32.3241hct flat pe hc liner ø32/d (B)(6) lot 2314985: (B)(4) manufactured and released on 02-aug-2023. Expiration date: 2028-07-16. No anomalies found related to the problem. To date, (B)(4) of the same lot have been sold without any similar reported event during the period of review.

Event description:
At 5 days after the primary, the patient came in reporting pain due to a dislocation of the head from the liner. The surgeon revised the head and liner. The surgery was completed successfully.